Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-06-13. The rep reported that the cause of the lead separating had not been determined. The rep reported that it appeared attached to the dura, and when pulling on it the leads may have come apart slightly. The rep reported that this all occurred in the sterile field with low visibility to them. The rep reported that originally they intended to send the lead in but the facility didn¿t allow explanted products to be removed from the building.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 39286-65 lot# serial# (B)(4) implanted: (B)(6) 2014- explanted:(B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's lead was being replaced for a sure-scan lead. During the removal the hcp commented that the bottom two electrodes were attached to dura and partially separated from the paddle. The lead was successfully removed without damage to the dura or patient. The lead was replacedas planned, and the issue was resolved at that point. No symptoms were reported.